Manufacturer narrative:
(B)(4): the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps was used a during a colonoscopy or gastroscopy performed on (B)(6), 2010. The complainant was unable to report the exact procedure name. According to the complainant, during the procedure the biopsy forceps would not close and they were unable to take a biopsy with this device. The biopsy forceps became stuck in the scope as they were being withdrawn. They were subsequently able to remove the biopsy forceps from the scope with no damage to the scope and the case was completed with another of the same device . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.